Manufacturer narrative:
Investigation summary bd has been provided with photos and a sample for catalog 301942 lot 1901160 to investigate for this record. Visual examination of the sample identifies a screw inside the blister of the syringe. As a result, bd was able to verify the reported issue. Bd has determined 2 possible causes that may have occurred the produced the presence of the screw inside the unit pack of our discardit 5ml syringe. The screw may have been loosened by vibration and then fell down inside the inti pack next to the syringe and these were packed together. In addition, the screw may have loosened or was not perfectly placed during a possible repair or adjustment of some breakdown that occurred during manufacturing. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that before use of the bd¿ syringe there was an issue with foreign matter in the package. The following information was provided by the initial reporter, translated from chinese to english: in the morning of (B)(6) 2019, a nurse of the department of pediatrics was using bd 5ml disposable sterile syringe and found that the package contained a screw.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe there was an issue with foreign matter in the package. The following information was provided by the initial reporter, translated from chinese to english: in the morning of december 12, 2019, a nurse of the department of pediatrics was using bd 5ml disposable sterile syringe and found that the package contained a screw.